Event description:
Reporter alleged due to the blood glucose monitoring results, calling the ambulance for her family member who was treated by emergency medical systems (ems). Reporter stated her family member was convulsing after an injection of 5 units of extra insulin was administered the night before due to a glucose device result of 482 mg/dl. Reporter stated the family member's glucose was 66 mg/dl with their device and the ambulance glucose device result was 59 mg/dl; however did not provide the timeframe between tests. Reporter stated family member was treated but the type was not provided. Reporter stated controls were not used. A request was made for the return of the suspect device and replacement product was sent.